Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Part # 406.024ts. Lot # 6l92422. Release to warehouse date: 06 may 2020. Expiration date: 01 may 2025. Supplier: fruh ag. Non-sterile. Part # 406.024. Lot # 33p4854. Manufacturing site: mezzovico. Release to warehouse date: 03 jan 2020. A manufacturing record evaluation was performed for the not sterile lot number, and no non-conformances were identified. Visual inspection: the cancellousscr ã¸4 full-thr l24 ti (p/n: 406.024ts, lot number: 6l92422) was received at us customer quality (cq). Visual inspection of the device showed the head of the screw had broken off from the threaded part of the screw. The returned device was stripped/discolored from the use. No other issues were observed with the complaint device. Device failure/defect identified? Yes. Dimensional inspection: a dimensional inspection was not performed due to post-manufacturing damage, and device geometry. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed. Cancellousscrew. No design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: the complaint was confirmed. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the head of the cancellous screw broke off during a removal procedure. A surgical delay of thirty (30) minutes was reported. No further information available. This report is for one (1) 4.0mm ti cancellous bone screw fully threaded/24mm. This is report 1 of 1 for (B)(4).